Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. A 100% dimensional verification of the axis marks and their alignment of the iol occur during the manufacturing process. In addition, the axis marks must be present for the 100% cylinder reading verification at focal length/resolution testing. There have been no other complaints reported in the lot number. Attempts were made to obtain additional information and a completed questionnaire was received on (B)(6) 2012. (B)(4).

Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery with a piggyback lens [not manufactured by this manufacturer]. She stated there were "no haptic marks" on the iol. She reported at the one day postoperative visit the patient had some corneal edema which resolved without treatment. Additional information was received from the surgeon, who reported this lens was rotated and the piggyback lens was repositioned. The surgeon believes this refractive surprise is due to the off axis rotation of the toric iol and the overcorrection of the piggyback lens.